Manufacturer narrative:
Concomitant products: product ID: 8709sc, lot# n184853021, implanted: (B)(6) 2009, explanted: (B)(6) 2009, product type: catheter. (B)(4).

Event description:
Additional information was received from a healthcare provider (hcp) indicated the pump was explanted on (B)(6) 2009 and the catheter was explanted on (B)(6) 2009. On (B)(6) 2009, cerebrospinal fluid (csf) was obtained and csf glucose labs <(><<)>5 l, csf lactate >13.3 h, and csf white blood cell count (wbc) 34842. The pump was removed and the patient had six weeks of cefepime and vancomycin intravenous (IV) and later he was given meropenem and acyclovir IV (treatment). The spinal meningitis had been resolved.

Manufacturer narrative:
Product ID 8709sc, lot# n184853021, implanted: 2009 (B)(6); product type catheter product ID 8709sc, lot# n184853021, implanted: 2009 (B)(6); product type catheter. (B)(4).

Event description:
Information was received from a consumer in regards to a patient who was being treated with baclofen intrathecal. Indication for use of the device was for intractable spasticity and cerebral palsy. The patient got spinal meningitis and the pump was removed. Additional information has been requested, but it was not available at the time of this report.